Event description:
After induction of anesthesia, patient was flipped into prone position. After flipping patient prone, continuous infusions of remifentanil and propofol were initiated as part of a balanced anesthesia (balanced anesthesia required for neuromonitoring during case). After starting infusions, attention was turned to positioning patient safely, performing a peripheral nerve block, administering antibiotics, draping the patient, etc. After patient was settled and ready to begin case, I noticed that the remifentanil syringe was much emptier than expected. Pump was set to 0.2 mcg/kg/min for 21 minutes. It was then decreased to 0.1 mcg/kg/min for 16 minutes before the problem was discovered. During this time at these specific dosages, the patient should have received ~389 mcg of remifentanil. Instead, the outdated syringe pump actually infused 1,400 mcg. This is 3.6x the dose the pump was set to deliver. FDA safety report ID # (B)(4).